Event description:
During a knee procedure, it is alleged that the tip of the device broke inside the knee capsule. Surgeon was unable to retrieve the tip from the joint. The catalog or lot number could not be provided by customer. No product will be returned as device was not saved. Customer reported that this device was resterilized. This is a single use item and labeled as such.